Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call pump error 63 alarm on the insulin pump. Customer¿s blood glucose level was 188 mg/dl. Troubleshooting for the alarm was performed. Customer received the pump error 63 during basal delivery and the auto mode feature did not function properly. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.